Manufacturer narrative:
The unit was received with blank display due to moisture damage on the electronic stack. The unit had moisture damage on the motor. The unit was unable to perform the self test along with the unexpected restart error, displacement, rewind, basic occlusion, occlusion, operating currents, prime/compromised force sensor system, off no power, and excessive no delivery tests due to the display. The following physical damage was noted: cracked reservoir tube lip, minor scratches on the display window, and cracked casing at a display window corner.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer was pushed into the pool while wearing her insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that the display went blank immediately after moisture exposure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.